Event description:
A sjm rep met with the pt and reported the pt's wasn't able to communicate with her ipg using the magnet. The pt has effective stimulation and has no issues with the programmer or charger.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.